Event description:
It was reported that the user experienced fluctuating blood glucose with a hypoglycemic episode of unclear cause, with levels below target for approximately two hours during early morning and treated with oral carbohydrates totaling about 23 grams. Symptoms included no reported acute sequelae such as loss of consciousness or dizziness. Outcomes included no need for professional medical intervention, no hospitalization, and no back-up therapy beyond oral carbohydrate intake. Investigation included complaint intake, user interview, and troubleshooting and education regarding meal announcements. Investigation of this case revealed no device alarms and no identifiable device malfunction or component failure, and the event was characterized as hypoglycemia with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.